Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired. The clips were not closing properly and the next firing the device jammed and would not release off the cystic duct. They pried the handles open to remove it from the tissue. No tissue trauma noted. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Jaw. Additional information was requested. The analysis results of the device found that it was received with one jaw broken at bifurcation. The remaining clips were ejected due to the found condition of the jaw. Evidences of corrosion on the broken area were noted. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. This condition is very unlikely to occur during a surgical procedure and is most likely to occur after post-surgery device cleaning. The jaw breakage is not occurring as a result of the product complaint decontamination process. The batch record was reviewed and no anomalies were noted during the manufacturing process.